Event description:
It was reported that there was a loss of capture (loc), this was caused by an outer conductor coil fracture in the right ventricular (rv) lead. This rv lead was explanted and replaced by a new lead. No additional adverse patient effects were reported.

Event description:
It was reported that there was a loss of capture (loc), this was caused by an outer conductor coil fracture in the right ventricular (rv) lead. This lead fracture was confirmed via high lead impedances of >3000 ohm. This rv lead was explanted and replaced by a new lead. This lead was returned and received. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and bent. There was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 180 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of high lead impedances of >3000 ohm were likely caused by the confirmed fracture.